Manufacturer narrative:
The field service engineer (fse) determined a reagent probe was bent. The reagent probe was replaced and the fse adjusted the reagent probes. The water pressures and dispensing volumes were checked. A precision was run and acceptable. The customer performed qc on all assays which passed within specifications. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial na result was 400 mmol/l. The repeat result on different c (501) was 139 mmol/l and deemed to be correct. No questioned results were reported outside of the laboratory. The na electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Medwatch field b1 was updated.